Event description:
It was observed during the device inspection that the maintenance unit power switch was broken and the tube inside was dirty. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to correct b5 and h6 codes.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of observed case screws on the bottom and front chassis are stripped. Two side screws missing and dirt inside the pump tube. Issues could not be determined, as not further information was provided. However, the issues were likely, due to wear and or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the maintenance unit power switch was broken. There were no reports of patient involvement.